Event description:
The user facility reported there was a blood leak alarm two minutes into the treatment. The leak was visible and internal. Since the treatment had barely begun, the blood flow rate had only reached 252 mls/minute; the dialysate flow rate hadn't even registered yet. Estimated blood loss was 250-300 mls. The pt was asymptomatic, did not require medical intervention, and was fine. The clinic manager reportedly suspects the cause of the event was a user issue, as a brand new pt care technician had done the set-up. Sample disposed.

Manufacturer narrative:
The device has not been returned for physical eval. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.